Event description:
The customer reported that approximately 30 minutes into performing a laparoscopic procedure with use of this insufflator, a significant decrease in pressure and insufflation occurred. The user reported that following this event, the surgeon lost visibility of the surgical site for about 20 minutes. A backup insufflator was obtained for use and the surgery was completed as intended without patient injury.

Manufacturer narrative:
Investigation results: to date, the device has not been received for evaluation. A follow-up report will be sent upon receipt of the device and completion of an investigation.